Event description:
It was reported that the pump housing surrounding the usb port was damaged, impacting the customer's ability to charge the pump. The pump shut down due to the reported issue. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.